Manufacturer narrative:
(B)(4). (B)(6). Concomitant product(s): unknown continuum shell, unknown stem, unknown head. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-04775.

Event description:
It was reported that a patient was revised due to multiple dislocations. The shell, liner and femoral head were revised. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
The devices were used in an approved and compatible combination. Root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Photos were received, but the condition of the devices could not be identified. The head noted damage, the markings were indication of rubbing against the metal shell. Device history review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Unknown biolox head was used with a legacy biomet arcos stem and in combination with leg zimmer continuum system. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.